Event description:
The (B)(6) complaint handling unit reported that a plate which was implanted for two years broke through an empty screw hole due to bone non-union. The patient's daughter is part of the medical device group at the hospital and wants the event to be investigated further. The surgeon explained that the plate was not at fault but would appreciate official comments to back up his case.

Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment. Additional product codes for this report include ktt. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.